Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead was found to be dislodged. The lv lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event was dislodgment and failure to capture. A complete lead was returned for analysis. The s-curve hump height was measured and was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received indicates that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. The lv lead was found to be dislodged via diagnostic imaging. No patient consequences were reported.